Event description:
The customer reported issue was confirmed during evaluation.

Event description:
Customer reported a fault with the bolus, fast up, and up keypad. These have been replaced. The customer reported issue was confirmed during evaluation.